Event description:
It was reported that the pt hit his head on the floor. Afterwards, he was not able to hear anymore with his implant. Testing in situ shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.